Manufacturer narrative:
H11: livanova deutschland manufactures essenz venous clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the alarm venous clamp defective was displayed. There was no patient involvemet.

Manufacturer narrative:
H11. Following the review of complaints database, no additional similar issues have been reported for this unit, nor any concerning trend has been identified. Based on investigation findings, the root cause has been attributed to a malfunctioning electro-mechanical component within the venous clamp motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: log files were extracted and analyzed confirming the occurrence of the error message "venous clamp defective" (error code 2551). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue (warning of on the screen with error code 2551 related to the venous clamp). The system was working properly. Venous clamp was replaced as a precaution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.